Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the generator did not function when pressing the foot pedal was unable to be confirmed. It was however found that the connecting cable was loose and that the 5-pin socket assembly was corroded. The defective connecting cable along with the 5-pin socket assembly were replaced, socket connection between the ID and rf boards secured with silicone sealant, and the device was cleaned, newly calibrated, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the 5-pin socket assembly and user mishandling of the device is most likely the root cause of the loose connecting cable. The defective connecting cable and socket assembly could have caused the customer to experience the reported complaint, however since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device (serial number : 0821908), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in france that generator device did not work when the pedal was pressed. During in-house engineering evaluation, it was determined that the 5-pin socket assembly was corroded on the device. There was no procedure nor patient involvement reported. No additional information was provided.